Event description:
It was reported post-operatively that the patient had wound dehiscence. It was indicated that the patient had four surgeries related to the pump. It was stated while having the pump implanted, the patient had lost 50 pounds and her pump "stuck out". It was noted that the physician did not use a mesh pouch during surgery. It was noted 3 weeks following the surgery that the incision site was bleeding and had "opened up". Emergency surgery was performed on (B)(6) 2011 to close the incision site. The outcome of the patient was not provided. The drug delivered via pump was morphine.

Event description:
Additional information was received. The patient had concerns with her device or therapy, though she has received assistance from her new doctor or medtronic representative and her concerns were resolved. Five days later, it was reported that the cause of the event was "postoperative." The noted intervention was suture placement at an office visit on (B)(6). The symptom associated with the event was drainage from the operative wound site without infection. There was no patient injury or hospitalization. Two days later, it was reported that the patient's new physician was able to resolve her issue by replacing and relocating the pump.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), product type catheter product ID, 8596sc lot# serial# (B)(4), product type catheter. (B)(4).